Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss. There was no harm or injury reported

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: b5, h6 (health effect impact and clinical code) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not replicate gas loss; all mfg specifications and calibrations were in compliance. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.